Event description:
Healthcare processional reported right side rupture, ¿pain and deformity of the breast" and " small quantity of periprosthetic liquid " the device has been explanted and replaced with a non-allergan product.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6, h10 the event of seroma-lateis a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. E.1. Facility name: (B)(6).

Event description:
Healthcare processional reported right side rupture. The device remains implanted.

Event description:
Healthcare professional later confirm capsular contracture, baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV.